Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, peritonitis can be reasonably attributed to patient breach in aseptic technique.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd was hospitalized with peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2026 the patient was admitted into the hospital with symptoms of weakness. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed an elevated white blood cell (wbc) count (result 210) and no organism growth. The patient was initiated on antibiotic therapy in the hospital (details are unknown) for a diagnosis of peritonitis. Subsequently, on (B)(6) 2026, the patient was discharged from the hospital. The patient is recovering from the event, per the nurse. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique. However, per the nurse, the patient has since switched to hemodialysis for renal replacement needs per patient preference.